Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a mitral valve repair procedure, a cg future 30mm band was selected for implantation after valve sizing. Following routine suturing, an intraoperative saline (water) test detected mild regurgitation, and reflux following cg future implantation. It was reported that no abnormalities were noted prior to implantation. The device was explanted, and the procedure was converted from mitral valve repair to mitral valve replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Section updated: b.5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the annuloplasty product did not malfunction and that the annuloplasty product was fully sutured and tested prior to removal. No additional adverse patient effects were reported.